Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon reported the er320 clips were not forming well. They did not pinch together tightly and fell off the structure. This occurred intermittently during the case. There was no consequence to the pt.

Manufacturer narrative:
D9; h2,3,6; g4: added additional info. Device not returned for analysis. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: analysis conclusion: record purpose only: no conclusion could be reached as to what may have caused the reported incident. The instrument was not returned for analysis.